Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'lymphoma-alcl-suspected'" (biomarkers not reported).

Event description:
Patient reported for unknown side "patient tested positive for "lymphoma alcl" for the second time one year after having textured devices removed". Pathological markers confirming alcl have not been received. Device remains implanted.